Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis had the main board installed into a golden case and tested on the final functional tester, the board failed reverse battery current, indicating a transistor was damaged. The part was replaced then the unit passed all tests. The device still had intermittent power up errors, pressing on the die stack caused the board to always power up normally. Intermittent errors were seen in the error log. Conclusion: defective transistor and there was an intermittent solder connection to the die stack.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device shut down during testing causing a system crash which gave no test results. When the device was powered on at the bench an error occurred, confirming the customer's original comment. The main printed circuit board was realigned and the device was retested however the results failed due to a second error which occurred. Analysis further noted that the display wire insulation was pinched but the wire was not compromised, two case screws were contaminated and it needed the new design for the shorting bar. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error. The epg was returned for repair. There was no patient in evolvement.